Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was intended to use a cougar guidewire when treating the mid diagonal branch. Radial approach was used. Lesion details have not been provided. No damage was noted to the packaging. No issues were noted when removing the guidewire from the packaging per IFU. The guidewire was inspected and prepped per IFU with no issues noted. The wire tip was formed by the physician. Another cougar wire was placed in the lad at the same time the guidewire was in the diagonal. No resistance was encountered when advancing the guidewire in the diagonal branch. The lad was lasered and stented. The physician then attempted to remove the guidewire from the diagonal, however was unable to do so. Part of the wire remained in the diagonal and was stented against the vessel wall. Excessive force was not applied during the attempted removal of the 1st diagonal wire. Patient has been discharged from the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.